Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol xenmatrix on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the xenmatrix. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, d4, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol xenmatrix on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the xenmatrix. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of xenmatrix mesh. Per operative notes, ¿a midline incision was made. A unspecified previous mesh was adherent to bowel, colon and liver. The adhesions were lysed. The unspecified previous mesh was excised. A large hernia defect was identified. A xenmatric mesh was placed and sutured.¿ (B)(6) 2012 - patient was diagnosed with infected surgical wound thereby underwent open repair with excision of necrotic abdominal wall & subcutaneous tissue and application of wound vac. Per operative notes, ¿the wound was opened, and the mesh was noted to have some areas of erosion. The abdominal wall and subcutaneous tissue were necrotic. These were excised and application of wound vac.¿ (B)(6) 2012 - patient was diagnosed with infected abdominal wound thereby underwent repair with application of wound vac. Per operative notes, ¿the previous vac was removed. The wound was irrigated and application wound vac.¿ attorney alleges that patient had pain and infection. It is also alleged that patient had necrosis.